Event description:
Consumer reported that he found 1 live and 1 dead larvae in a box containing packages of adult-sized diapers and rubber gloves. The distributor co usually delivers them to his work site. However, on his last order, the co mailed them. The box sat in the post office for 6 days prior to his picking it up. When he opened the box, (which contained two perforated bags of diapers) and 2 boxes of rubber gloves), he found 1 live and 1 dead larvae in the shipping box. He has not found any worms yet in the bags of diapers, nor rubber gloves. Consumer reported that he took the larvae to the dept of agriculture office where they will be analyzed. The MFR reports that there have been a total of 4 complaints of bugs in the last 12 months. Co spoke with personnel at the plant this morning and was told that the pest control records were reviewed and only one report had been filed. It was a report of cricket activity at the receiving dock. None of the four complaints were related to any one speciic lot number.